Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The device had a scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm during prime. It was stated that the alarm history showed a motor position encoder error alarm and multiple motor error alarms. The blood glucose at the time of the incident was 285 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.